Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system and identified that the system was unable to boot up. A philips field service engineer (fse) visited onsite and checked the system logs and identified an internal software error in the main control pc. To resolve the issue, fse re-installed the full azurion software from touch screen module (tsm). After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to boot up. The user performed a reboot, but the issue persisted. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.